Manufacturer narrative:
Event was initially reported by a call from the eye care practitioner directly to coopervision. Method: no lot info, no lenses, no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no clear indication that the device could have caused or contributed to the incident. Conclusions: there is not sufficient info provided to draw a conclusion as to whether or not the device could have caused or contributed to the pt's complaint. No conclusion can be drawn. This is being reported as a corneal ulcer. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the add'l info.

Event description:
Pt was dispensed a trial pair of avaira toric (enfilcon a) contact lenses on (B)(6) 2011. Pt only wore the lens for 6 - 7 hrs. Pt experienced pain in the left eye upon contact lens removal. Pt went to bed and woke up to pain, blurry vision and a watery left eye. Pt was diagnosed with a corneal ulcer at the bottom of the left eye while wearing the trial contact lens. Contact lens use was temporarily discontinued. Pt did not experience any permanent damage and visual acuity has returned to normal. Pt was using clear care solution. Pt was prescribed 1% cyclopentolate, moxeza and erythromycin.